Manufacturer narrative:
Investigation summary: with all available information, boston scientific concludes that the reported observations were traced to the device, but a specific cause could not be determined. This product was not returned by the customer. If the product is returned for analysis, a supplemental report will be provided. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the complaint device was not returned to boston scientific. Product record reviews did not identify a potential product quality issue or new patient harm. Analysis of available information did not identify specific complaint cause. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: it can be concluded that the reported observations were traced to the device, but a specific cause could not be determined. Risk review: a risk review was completed and confirmed that the event of difficult to interrogate/telemetry (rf) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was january 2000 and the remote monitoring disabled alert occurring on february 04, 2026. Technical services (ts) was consulted, and the cause of the rmd is unknown. The device replacement is recommended. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert for remote monitoring disabled (rmd). There was a data discrepancy as the elective replacement indicator (eri) date was january 2000 and the remote monitoring disabled alert occurring on (B)(6) 2026. Technical services (ts) was consulted, and the cause of the rmd is unknown. The device replacement is recommended. No adverse patient effects were reported. The device remains in service.